Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax), e1 (zip code extension) and g1 (manufacturer contact fax number) has been added as this was omitted from the initial mw submitted. Investigation could not be conducted due to product not returned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 68-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a known history of coronary artery disease. Shortly after initiation of support, the customer reported a controller error alarm. The alarm subsequently resolved; however, out of caution and in accordance with guidance, the customer elected to exchange the console. The reported events are controller failure, medical device revision or replacement, and hemodynamic instability. The impella cp is being conservatively reported for serious injury due to a temporary interruption of hemodynamic support during the console exchange; however, the exchange was performed with no consequence to the patient, and support was maintained without any known adverse events.